Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed a battery compartment crack and battery compartment moisture; leak testing verified a battery compartment leak. No damage or defect was observed on the pump¿s internal components. No power issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, battery compartment moisture, and a battery compartment leak. This report is made based on results of the investigation performed on (B)(6) 2015.